Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net on (B)(6) 2020 with an alert from the pacemaker. Upon examination, it was determined that the device exhibited undersensing of the patient's ventricular tachycardia rhythm on (B)(6). The undersensed capture caused the device to deliver unnecessary pacing during the ventricular tachycardia episode. However, no additional episodes were observed during subsequent remote follow-ups. Programming changes were recommended. There were no patient symptoms reported.